Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2007 and was revised on (B)(6) 2013. This is a bilateral claimant. Patient was revised due to unknown reasons. Additional information: left hip surgery is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. An updated report will be submitted once additional information is received or the product is returned for investigation and the result becomes available. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).